Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device was making a strange noise. They cannot describe it and cannot get a phone into the room for me to hear it. They wanted to know what to do. Target was 36.5c. Patient was 36.6c. Flow was 2.8lpm. Water 29c. Mixing pump command was 0 percentage. Heater command 0 percentage. Circulation pump 62 percentage. Nurse stated there have been on alarms. They explained the system diagnostics look fine, but if they had concerns send the device to biomed for inspection and change to another device.

Event description:
It was reported that their arctic sun device was making a strange noise. They cannot describe it and cannot get a phone into the room for me to hear it. They wanted to know what to do. Target was 36.5c. Patient was 36.6c. Flow was 2.8lpm. Water 29c. Mixing pump command was 0 percentage. Heater command 0 percentage. Circulation pump 62 percentage. Nurse stated there have been on alarms. They explained the system diagnostics look fine, but if they had concerns send the device to biomed for inspection and change to another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was making a strange noise. They cannot describe it and cannot get a phone into the room for me to hear it. They wanted to know what to do. Target was 36.5c. Patient was 36.6c. Flow was 2.8lpm. Water 29c. Mixing pump command was 0 percentage. Heater command 0 percentage. Circulation pump 62 percentage. Nurse stated there have been on alarms. They explained the system diagnostics look fine, but if they had concerns send the device to biomed for inspection and change to another device.